Event description:
It was reported that during negative pressure wound therapy utilizing a renasys go pump, it became unable to charge the battery. No patient harm and backup device was available.

Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A functional evaluation of the device concluded the cause of the complaint issue was due to the dc inlet port being damaged and broken. Following the complaint assessment, the unit was sent to our service and repair centre and was returned to the customer after being repaired and tested.